Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced mesh erosion, frequency and urgency, urinary retention, urinary tract infection and bladder inflammation. An excision of the eroded mesh under general anesthesia was performed.